Event description:
The ge oec 9900 fluoroscopy system would only save 64 images to memory.

Manufacturer narrative:
A ge oec service representative investigated the issue and rtos and gpos cpus were replaced to restore proper system function. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.